Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported on (B)(6) 2022 that the patient experienced persistent nose bleeds. The patient was given afrin, a small region was cauterized with 2 silver nitrate sticks, and packed with surgicel. This resolved the bleed and the patient was started on nasal saline sprays.

Event description:
It was reported that the epistaxis recurred and resolved (B)(6) 2022.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range, for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.